Event description:
Hamilton medical ag received the following event description: " I was called by the biomed, (B)(6), at (B)(6) today about a g5 that, per the biomed: "either the vent kicked off or the rt kicked it off". The patient did expire while on the vent. This was all the info I was able to get from the biomed. I then contacted the sales rep to contact the rt director for a better description. The staff informed him the patient coded, had a dnr, and this was not a vent issue, but the biomed staff have the vent quarantined, and would like to have the vent checked out before put back in service."

Manufacturer narrative:
Hamilton medical ag has not received any information concerning the case, other then the device information and there was no causality between the death of the patient and the ventilator. Service engineer did run the ventilator through complete testing, calibration, functional etc. No problems were found. Rt manager confirmed that this was not a ventilator related occurence. No further information about the details concerning the death of the patient were received. This report is generated due to the death of the patient even though the device had no involvement in the patients death according to the hospital. Hamilton medical ag reference nr: (B)(4). Hamilton medical inc. Submitted the report reference nr: 0002937708-2022-00008 as an importer.